Event description:
The following has been reported: pump problem. A preliminary review of the device log files identified electrical hardware failure (18v). The device was returned for evaluation. Investigation verified 18v at power entry pcba and main pcba. Tested ok. Performed mock infusion and unit exhibited a state 1 alarm for av sticky valve. Investigation found the resistor motor was installed with the wrong screws which inhibited the spring cage from moving freely as well as causing the av shaft and gear assembly from moving freely. Removed and replaced screws. The fva pins show drag. The loading pins show drag. Removed the fva assembly and the fva pins have debris. The upper/lower loading pins also have debris. Cleaned the fva pins, loading pins and channels. Reinstalled the fva assembly. The ground connections are braided wire versus insulated wire. The lcd screen is damaged due to broken screw mounts. The fva lip seals, upper/lower loading pin lip seals, lcd touch screen, and ground wires will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the av sticky valve alarm during investigation. No adverse effects were reported.